Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09-jan-2025, it was reported by a sales representative via (B)(4) that an ar-13999mf fastpass scorpion's top jaw would not close all the way. This was discovered during a procedure with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is device wear and tear. The complaint allegation was not confirmed. No evidence of that failure was received.